Event description:
Pt's mother is concerned that the bottle has no seal. It has labeling that warns user to keep away from children, and yet has no seal. The child was able to open the bottle in seconds and liquid was all over the child. Mother had to call poison control, because it got into baby's mouth. Baby is ok.